Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed, and peeling/slitting/splitting showed a spiral slit. It was noted that the catheter shaft was bent and was damaged during use. The analyst commented that the catheter was returned separated at 30.1cm from the hub. Spiral slitting (technique issue) is visible from the beginning. The shaft is kinked at various locations and partly torn at 7cm from the separation site and stress cracking is visible near the separation site. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the delivery catheter cracked in multiple locations during the removal process. The procedure was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.